Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after suspecting an insulin cartridge occlusion or leakage and observing a discrepancy between the cartridge volume and the pump¿s displayed remaining insulin; the user replaced all supplies and later reconnected to the ilet with assisted guidance, after which insulin delivery resumed. Symptoms included elevated blood glucose. Outcomes included prolonged hyperglycemia for several hours without hospitalization or use of backup therapy. Investigation included customer support troubleshooting and user education on proper supply replacement and reconnection. Investigation of this case revealed that the cause of hyperglycemia was unclear. It was concluded that the event involved hyperglycemia with an undetermined root cause and that user retraining was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.